Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the trs, trauma recon system lids were sticking. The trs modular lid failed and we were unable to put it onto hand piece fully. This did not allow the unit to be sealed and the mode function to be changed. At the beginning of a case the trs lid would not fit onto the hand piece and even after several attempts, it still was not achieved. The second set was then opened and the same occurred. Colibri was then used as both trs sets were not able to be used. This event added time onto the operational procedure. The part has been received. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.